Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracic wedge resection procedure, described to me by the surgeon that he fired the stapler using a green 60mm reload on lung parenchyma. The stapler stopped firing approximately half way through the firing and then stopped. After inspecting the end effector of the device, the surgeon realized that the distal tips of the stapler had been closed on a metal clamp. Their first line of action was to remove the "manual override" cover on the top of the stapler and manually pull the knife blade back. They were not successful in being able to use the manual override lever to pull the knife blade back into its original starting position. The surgeon then asked the circulating nurse to call me and have me explain to them what to do. Not knowing that they had already disabled the device by opening the manual override cover, I told them to push the reverse button forward and they responded by saying that did not work. As I began to tell the circulating nurse the next troubleshooting step, she interrupted me and told me that the surgeon had been able to remove the stapler from the patient. I was able to make it to the hospital before the end of the procedure to speak with the doctor. He explained to me that he had simply used force to pull it out of the patient. I was able to ascertain from our conversation that the manual override had been used as a first step to remove the stapler and had disabled the electronics preventing the reverse button from working. Doctor said it just set him back about 5 minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p56g67. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.